Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. Treatment was not reported. The cause of the peritonitis was unknown. The patient was discharged 14 days after admission. At the time of this report the patient was recovered from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Pt age: the patient was born on an unspecified date in (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.